Event description:
It was reported the system displayed a communication error. A communication fail error message will likely result in a system lockup, no boot or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sensor was adjusted during the service call. The system was tested and found to be working as intended and put back into service.